Manufacturer narrative:
One smiths medical cadd legacy pca pump was returned for analysis with a scratched screen. During analysis, the device was started in an application. Problems were found with the device double beeping with a cassette attached and displaying ec1340, due to the downstream sensor. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump exhibited constant beep when cassette was attached. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.